Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven months of post-deployment, an attempt was made to retrieve the inferior vena cava filter previously placed for deep vein thrombosis and pulmonary embolism. Under direct ultrasound guidance, a 21-gauge needle was advanced into the internal jugular vein. Multi-sidehole catheter was advanced beyond the filter and a cavogram was performed. Next, the tract was dilated and over the wire, a 10-french sheath was advanced into the inferior vena cava, above the vena cava filter. Attempt to retrieve the filter using a loop snare was unsuccessful. The top of the filter was tilted and embedded in the caval wall. An attempt was made to straighten the filter by passing an 8 mm x 2 cm angioplasty balloon alongside the filter. This did not successfully straighten the device. Next, the attempt was made to straighten by passing a glidewire alongside the filter and loop it through the sheath. This straightened the filter partially, but not sufficient to remove the device. Ultimately, the procedure was discontinued, and the filter remained essentially unchanged in position. Around, six years and five months later, the patient was positive for abdominal pain and on the same day, a computed tomography (CT) chest, abdomen and pelvis showed that there was a severely tilted infrarenal inferior vena cava filter with presumed embedded tip. Several legs perforated beyond the inferior vena cava. One leg appeared to penetrate the aorta and lay in the adjacent fat. A probable fractured leg was embedded within or adjacent to the spine. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc), filter limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate h10: d4(expiry date: 02/2013), h6(device: 4001), g4 h11: h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. Approximately seven years post filter deployment a computed tomography (CT) reportedly demonstrated filter detached, tilted and struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure due to tilt and embedment. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2013), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. Approximately seven years post filter deployment a computed tomography (CT) reportedly demonstrated filter detached, tilted and struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure due to tilt and embedment. The current status of the patient is unknown.